Event description:
It was reported that a patient presented with an unspecified issue noted on the right ventricular lead. The lead was explanted on (B)(6) 2026. No information regarding adverse patient consequences were reported.